Event description:
The user facility informed terumo cardiovascular that the bubble trap was cracked on the bottom. There was no patient involvement as this occurred out of box and the event did not cause a delay in the beginning of the surgical procedure.

Manufacturer narrative:
Terumo received the actual device and visual inspection confirmed that the bubble trap was broken. Based on the investigation, it is likely that the damage occurred during shipping. Terumo has made a change to the packaging requirements, adding a cardboard pad to separate the pouches which will further protect the contents during shipping. Terumo believes this to be an isolated incident, will monitor for future issues and associate awareness training will be included. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).